Manufacturer narrative:
(B)(4)

Event description:
It was reported "during inspection and labeling, we found nine bent catheters inside the package." Associated MDR numbers include: 3006425876-2025-00862, 3006425876-2025-00867, 3006425876-2025-00866, 3006425876-2025-00865, 3006425876-2025-00864, 3006425876-2025-00863, 3006425876-2025-00861, and 3006425876-2025-00860.

Event description:
It was reported "during inspection and labeling, we found nine bent catheters inside the package." Associated MDR numbers include: 3006425876-2025-00868, 3006425876-2025-00862, 3006425876-2025-00867, 3006425876-2025-00866, 3006425876-2025-00865, 3006425876-2025-00864, 3006425876-2025-00863, 3006425876-2025-00861, and 3006425876-2025-00860.

Manufacturer narrative:
Qn# (B)(4). The customer provided one image for analysis. The photo shows nine closed arterial sets. Visual analysis of the products in the image shows various creases and folds in the packaging. The customer also returned one closed sac set for evaluation. The returned packaging had two major creases from being folded at the distal and proximal ends. Visual analysis revealed the guidewire and protective tubing were kinked once distal to the catheter. The guidewire, catheter, and protective tubing were kinked once near the center of the catheter. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guide wire measured 214mm and 256mm from the distal tip. The guide wire length measured 349mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510mm, which is within the specification limits of 0.0508mm-0.533mm per the guide wire product drawing. The guidewire was not able to be functionally tested due to the extent of the damage of the returned guidewire and catheter. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guidewire was confirmed through complaint investigation of the returned sample. Two kinks were observed on the returned sample, one on the guidewire and protective tubing distal to the catheter. Another kink was observed in the catheter, guidewire, and protective tubing. The returned packaging had two major creases from being folded at the distal and proximal ends. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.